Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the medial extension line. Visual analysis revealed that the distal extension line had separated from the catheter juncture hub. The extension line extrusion appeared stretched across the majority of the extrusion. This is evident as the print on the extension line "distal 16 ga" also appeared stretched. Microscopic examination revealed that the point of separation was smooth indicating that the extension line had become completely dislodged from the juncture hub. Additionally, remnants of the juncture hub were still present on the extrusion, which indicates that the juncture hub was likely molded correctly. The juncture hub was cross-sectioned, and no remnants of the distal extension line was observed, which further indicates that the distal extension line had completely detached. No other defects or anomalies were observed. The distal extension line forms the luer hub to the point of separation measured 5.0625", which is not within the specification limits of 3.310"-3.810" per the distal extension line graphic. The distal extension line outer diameter measured .074", which is not within the specification limits of .084"-.088" per the distal extension line extrusion graphic. The distal extension line inner diameter measured approximately .040", which is not within the specification limits of .055"-.059" per the distal extension line extrusion graphic. This is consistent with an undue force causing the distal extension line to stretch out of specification. Because the distal extension line was so out of specification, the medial and proximal extension lines were also measured to confirm that the returned catheter matches the reported catheter. The medial extension line from the luer hub to the juncture hub measured 110mm, which equals the nominal value of 110mm per the catheter graphic. The proximal extension line from the luer hub to the juncture hub measured 134mm, which is consistent with the nominal value of 133mm per the catheter graphic. A manual tug test confirmed that the distal extension line was secure within the luer hub. Likewise, the proximal and medial extension lines were secure within the respective luer hubs and the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The report of an extension line/juncture hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had become completely dislodged from the juncture hub. The distal extension line did not meet any of the dimensional requirements, however, the appearance of the extension line is consistent with the extrusion being severely stretched. A device history record review could not be performed as no lot number or sales history was available. Based on the report from the customer and the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for reports for this nature.

Event description:
The customer reports that the second lumen dislodged from the blue hub will still inserted in the patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the second lumen dislodged from the blue hub will still inserted in the patient. The reported defect was detected during use. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the second lumen dislodged from the blue hub will still inserted in the patient. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.